Event description:
Baxter (B)(4) received information on the (B)(6) 2012 from (B)(6) hospital indicating a (B)(6) male patient with nephrotic syndrome had expired during hospitalization and use of the homechoice pro device. Reportedly, the patient started peritoneal dialysis (pd) therapy approximately 6 to 8 weeks ago. Reportedly, there were no obvious drainage or fluid retention issues noted and the patient attended the outpatient clinic weekly. Two weeks prior to the events that led to patient's hospitalization and subsequent death, a pd nurse reported that patient had had an episode of pulmonary edema. At that time, albumin (dose unknown) was administered. The patient had no dialysis over the weekend and when he was seen by the pd nurses the following monday, the patient was observed to be breathless. The patient was seen at the local hospital, stabilized and transferred to the (B)(6) hospital. On (B)(6) 2012, the patient's parents reported the patient was thirsty and breathless but improved with no intervention. The patient was not on pd therapy that night as he was having a respite. On (B)(6) 2012, the parents noted the patient was breathless. The parents called the hospital and were advised to bring the patient to the hospital. The parents reported the patient's condition improved and he was not seen at the hospital. On the same day, the hospital called the parents to determine the patient's status. No breathlessness was reported. On (B)(6) 2012, the patient started pd therapy. At 11.15pm, the parents contacted the hospital to report the patient was breathless. The parents were advised to take the patient to the hospital. The patient was reportedly in cycle 7 of 10 and had achieved 307mls ultrafiltration. The parents took the patient to the hospital where he was transferred to intensive care unit (ICU). Reportedly, there was a delay in continuing pd therapy at the hospital. Therapy was resumed at 4:00 am using 3.86% physioneal 2.5l and 2.27% physioneal. Reportedly, at approximately 6:00 am, the nurse noted the 3.86% bag had not been used by the machine. The nurse contacted the (B)(6) hospital and was advised by the nurse to ensure the green seal was adequately broken on the bag. The patient's condition deteriorated and he expired at about 7:00- 8:00 am on (B)(6) 2012. The cause of death is unknown. It is unknown if an autopsy was performed.

Manufacturer narrative:
(B)(4). The device has been released to baxter product analysis lab (pal) for evaluation. Upon completion of the evaluation or should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to the baxter irish service center for evaluation. There were no problems found during a visual inspection of the device. A one-hour simulated therapy was performed and completed successfully. There were no issues found during review of the service history and device history record. A review of the device logs revealed no anomalies and no drain or ultrafiltration (uf) volumes that meet the iipv (increased intra-peritoneal volume) criteria. The logs did indicate one missed therapy, two therapies that were aborted early, and changes made to the fill volume and therapy time, all of which could have contributed to the reported event. However, no device failure or malfunction was identified that could have caused or contributed to the patient's death.